Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the inability to pass the downstream occlusion test due to early downstream occlusion alarms experienced (low pressure). Service evaluation verified the testing failure. The cause was identified to be the downstream tubing guide depth found to be out of specification. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was unable to pass the downstream occlusion test due to experiencing early downstream occlusion alarms (low pressure). There was no patient involvement. No additional information is available.